Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to blank display. Moisture damage on the keypad assembly, battery tube and motor assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had crack on the side of battery, turned off and tried to rewind. The customer's blood glucose value was 101 mg/dl the customer stated that the insulin pump had cosmetic damage. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.